Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, cracked battery tube, missing o-ring, cracked case at display window corners, case at reservoir tube window corners, cracked reservoir tube window and minor scratches on lcd window.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer stated their blood glucose rose to 520 mg/dl. Customer was able to treat their blood glucose with a bolus. The customer also reported they were unable to insert a new reservoir on to the insulin pump. Customer stated there was a piece missing on top of the reservoir compartment. The customer was unsure how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.